Event description:
The device was returned under the foam remediation program. The patient was not in patient use. During initial evaluation, technicians confirmed the presence of foam particles and unknown contamination on the blower box, validating the original complaint. Additionally, the device failed the 30-second run-in test, displaying error code e120 (apnea alarm). This was traced to a hardware fault, and the sensor board pca was replaced and recalibrated. This device has been serviced, inspected, tested, and meets acceptance criteria in accordance with all of the applicable customer requirements.